Manufacturer narrative:
Exact date of event is unknown; therefore, it is approximated.

Event description:
It was reported that a thrombus occurred. In (B)(6) 2019, patient underwent a watchman left atrial appendage (laa) closure procedure without complication. Patient presented for their 45 day transesophageal echocardiogram (tee) and the physician stopped anti-coagulation. In (B)(6) 2019, reported back for an additional tee and a thrombus was present on the face of the closure device. The patient was then admitted and sent to surgery for thrombus removal. A complete seal was noted at the time of implant and on follow up tees. Patient is doing well and has been discharged. At this time, anti-coagulation has been resumed and patient will have a follow up tee at a future date. Of note, the 45 day follow up tee was reassessed after thrombus discovery. It appeared there may have been a thrombus present at that time, but was missed.